Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 9 months post implant of this mitral bioprosthetic valve, the valve was explanted and replaced with another bioprosthetic valve due to severe mitral regurgitation. No additional adverse patient effects were reported.